Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: establishment name is: (B)(6).

Event description:
It was reported the gastrointestinal videoscope exhibited a whiteout image. There was no patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the scope connector had liquid immersion causing the image issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information from the customer.